Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the insulin pump alarmed no delivery. Mother stated that customer's blood glucose readings are 400 mg/dl and continuing to rise. Customer is currently off the insulin pump and treating with a manual injection. Customer believes the issue is with the insulin pump and not an occlusion or tubing. Customer declined any troubleshooting. No further information reported.